Event description:
The physician indicated that he wanted replacement of his handheld. It was reported that troubleshooting was performed and identified that the handheld was the issue. The physician reported that he was able to used his programming wand and another handheld without any issues. A replacement tablet was provided to the physician and the handheld was returned for analysis. The handheld was received for analysis without an ac adapter. Analysis of the handheld was completed on (B)(6) 2014. No anomalies associated with the handheld performance were noted during testing using a known good ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(6) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.